Event description:
This report is based on information provided by philips remote service personnel and will be investigated by the philips complaint handling team. Philips received a complaint on the tempus pro indicating that the screen is drifting. The screen has been cleaned and re-calibrated, but screen is still drifting. There was no patient involvement at the time of the event; therefore, no patient or user health consequences or impact occurred.